Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between august 08, 2018 to august 09, 2018. The three (3) actual samples were received leaking in a zip lock bag. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed leakage at the spike port cap from the base of the spike port on all samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.